Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during an infusion set change. The customer's blood glucose was unknown. The customer confirmed that the issue did not result in a serious injury or hospitalization. While troubleshooting, the customer received the no delivery alarm at the fill tubing screen. The customer confirmed that insulin was able to exit the tubing. The customer was advised to rewind the insulin pump. The customer stated insulin exited with the manual prime. The customer was advised that the insulin pump was working as designed. The customer was informed that the alarm was caused by an occlusion related to the reservoir or infusion set. The customer did not return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.